Event description:
Consumer reports meter is giving inaccurate readings when compared to lab readings. Analysis run on clark error grid using lab reading (400) as ref. Point vs. Bd reading (171) yielded data points in the d range of the grid, outside acceptable limits.